Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot a worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Article entitled ¿evaluation of total hip replacement "written by rahman fazlur, salam ma, ali mi, hossain ma, published by mymensingh med journal on 01/16/2007 was reviewed. This prospective study was made to assess the results of total hip replacement done primarily at dhaka medical college hospital by the surgical team from its orthopaedic department. Eight patients were selected randomly from april/2005 to december/2005. It was noted that ¿the operations were undertaken in a hospital where it was not practised before. The surgeons were also the beginners in doing total hip arthroplasty.¿ one patient complicated with dislocation and ultimately had poor result. The quality of life in seven patients (87.5%) improved much for which they were grateful. Complications noted in the article were: dislocation with closed reduction and partial peroneal nerve palsy, which improved in 5 weeks.